Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It is reported that the insertion needle was exposed without protective cover in a new package; needle appears to be bent.